Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead demonstrated intermittent far field r-wave (ffrw) oversensing on the current electro grams (egm). The lead remains in use. No patient complications have been reported as a result of this event.